Event description:
It was reported on (B)(6) 2025 that a patient experienced hypoglycemia requiring them to go to the emergency room (dr grosheny) on (B)(6) 2025. The patient's blood glucose level was not provided, but it was stated that the patient experienced hypoglycemia, loss of consciousness, and convulsions after sending themselves an unspecified meal bolus (it was mentioned that it was a typical bolus for the patient however) at approximately 2:00pm. The patient¿s partner administered baqsimi and called 911. The emergency services arrived and transported her to the emergency department at (B)(6). It was unspecified how long the patient wore the pod prior to this experience, but it was located on the abdomen. It was unspecified if any other treatment was provided. The patient was discharged from the emergency department during the same night she arrived. The patient¿s pod was removed, and a new one was applied the evening of (B)(6) 2025. The patient¿s doctor alleges both the pod and the personal diabetes manager (pdm) were both likely at fault for the event. No further information was provided. This case is for the pod. The pod is documented in insulet reference case # (B)(4).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: ischemic sciatic neuropathy and pelvic bone infarction following embolization of bilateral internal iliac artery aneurysms: a case report

Manufacturer narrative:
As reported in a research article, ischemic sciatic neuropathy and pelvic bone infarction following embolization of bilateral internal iliac artery aneurysms. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: ischemic sciatic neuropathy and pelvic bone infarction following embolization of bilateral internal iliac artery aneurysms: a case report

Event description:
N/a.